Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site that was treated with an oral antibiotic. The implant remains in-situ.